Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty and subsequent treatment are likely due to the circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 10f and the evar procedure was completed. Reportedly, while using the knot pusher to close, the sutures broke for both devices. Another proglide suture broke while closing with the knot pusher. Two other proglide sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.